Event description:
Four stryker saw blades broke during use. All pieces retrieved in full. Manufacturer response for saw blade x4, (brand not provided) (per site reporter). No response yet. I am waiting for shipping label from stryker to send in for investigation. We have had 9 report in the last 5 month for broken saw blades.